Manufacturer narrative:
Device evaluation: calcification (approx. 10%), opening on anterior and crease fold. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: side capsular contracture baker grade unknown and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Patient reported right side capsular contracture baker grade unknown and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.